Manufacturer narrative:
(B)(4). The birth date is unknown, however the health professional stated that the patient was born in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the peritonitis was experienced. On that same day, the patient was treated with cefazolin (1gram, twice per day, intra-peritoneal (ip)) and gentamicin (40milligram, twice per day, ip) for peritonitis. The patient was recovering at the time of this report.

Manufacturer narrative:
(B)(4). Twelve days after hospitalization, the patient stopped treatment with cefazolin and gentamicin. On the same day, the patient was discharged from the hospital. The patient recovered from peritonitis.